Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgical tech in the operating room stated that the 511sl sleeve from an fnc92 kit, came in with a tear in the outer sleeve. Another 511sl sleeve was used to complete the case. There was no consequence to the pt.